Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.

Event description:
The caller reported that on (B) (6) 2010, the tracheostomy tube's cuff was discovered to not be able to hold air. The staff used a repair kit, and cuff is holding air currently, and is still in the patient. The caller does not have the lot number.